Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The root cause was assigned to depleted main batteries due to use/user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The main batteries and battery harness was replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).